Manufacturer narrative:
(B)(4). The complaint 900pt290e autofeed chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that a 900pt290e autofeed chamber was cracked. There was no reported patient consequence.

Manufacturer narrative:
Ps(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare (f&p). Our investigation is based on the information and photography provided by the customer and our knowledge of the product. Results: the customer reported that a 900pt290e autofeed chamber was cracked. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in hong kong reported that a 900pt290e autofeed chamber was cracked. There was no reported patient consequence.